Manufacturer narrative:
The airsense 10 autoset device was returned to resmed for an investigation. Visual inspection revealed evidence of insect infestation of the device, thermally damaged power cord and damaged power supply unit. The investigation determined the returned airsense 10 autoset device was performing to specifications. The investigation determined the reported complaint was due to the power cord. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was allegedly reported to resmed that a power supply unit of an airsense 10 autoset caught fire. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Initial visual inspection of the device revealed evidence of insect infestation, burnt power cord and damaged power supply unit the investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was allegedly reported to resmed that a power supply unit of an airsense 10 autoset caught fire. There was no patient harm or serious injury reported as a result of this incident.